Manufacturer narrative:
(B)(4). Concomitant medical devices - orthopedic salvage system resurfacing femoral component 3cm left, catalog #: 150351, lot #: 956910; orthopedic salvage system non-modular long tibial baseplate 75mm, catalog #: 161044, lot #: 542520; orthopedic salvage system tibial bearing 12mm, catalog #: 150410, lot #: 367920; orthopedic salvage system bowed im stem with screw 14.5mm x 150mm, catalog #: 150393, lot #: 015190; orthopedic salvage system locking pin, catalog #: 150478, lot #: 229050; orthopedic salvage system tibial bushing, catalog #: 150476, lot #: 344080; orthopedic salvage system femoral bushings set, catalog #: 150477, lot #: 206400; orthopedic salvage system yoke, catalog #: 150493, lot #: 900460; refobacin bone cement r 1 x 40, catalog #: 110034355, lot #: 730bad2003. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient. Please see all reports associated with this event: 0001825034-2019-01619, 0001825034-2019-01620, 0001825034-2019-01621, 0001825034-2019-01622, 0001825034-2019-01623, 0001825034-2019-01624, 0001825034-2019-01625, 0001825034-2019-01627. Investigation incomplete.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision to address infection approximately six (6) months post-operatively. All components were removed and replaced with antibiotic cement molds. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision to address infection approximately six (6) months post-operatively that developed after a fall. All components were removed and replaced with antibiotic cement molds. No additional patient consequences were reported.